Manufacturer narrative:
Product analysis: ¿ as found condition: the phenom 27 catheter was returned for evaluation inside the dispenser coil, inner pouch, biohazard bag, and shipping box. The outer carton was not returned. ¿ visual inspection/damage location details: no damage was found with the dispenser coil and inner pouch. The distal tip and marker band were examined, no damage was found. The catheter body was found to be kinked at 1.4cm from the distal tip. No flash or voids molded were observed in the hub. ¿ testing/analysis: the catheter was flushed with water and found to be patent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a phenom catheter was crushed at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was undergoing intracranial dense mesh stent treatment. The patient¿s vessel tortuosity was moderate. The access vessel was the femoral artery (8 mm diameter). After unpacking, it was found that the tip of the catheter was damaged. It was replaced with another catheter of the same model for surgery. The catheter flushed as indicated in the IFU. It was noted that the microcatheter body would be returned. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a phenom catheter was crushed at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was undergoing intracranial dense mesh stent treatment. The patient¿s vessel tortuosity was moderate. The access vessel was the femoral artery (8 mm diameter). After unpacking, it was found that the tip of the catheter was damaged. It was replaced with another catheter of the same model for surgery. The catheter flushed as indicated in the IFU. It was noted that the microcatheter body would be returned. There were no patient symptoms or complications associated with this event.